Manufacturer narrative:
Product complaint # ==> pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: visual evaluation of the returned device was unable to confirm the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient walked with crutches with an intense pain of knee with implant, was referred to the team of orthopedic specialists of knee where they decided to operate it since it was thought that she could have an infection. The surgery was performed on thursday, (B)(6) 2018 where it was found at the time of the incision that had no visible signs of infection, also it was observed that the tibial plate was loosened, having to remove the implants and bone cement, cultures were taken and the patient was left with a cement spacer until the results of the samples obtained in the surgery were obtained. Current status of the patient: the patient is hospitalized awaiting results of crop tests obtained in surgery.